Manufacturer narrative:
At the completion of the clinical evaluation, there was evidence to support that the reported event was a type iiib endoleak of the main body. Secondary endovascular intervention at approximately 2.5 years post-op was successfully performed, where a new afx system was used to reline the existing stent graft. Based upon the available information, the root cause of the type iiib endoleak and subsequent reintervention was due to a device integrity issue. The stent graft integrity of both the main body and the cuffs was compromised, likely due to the strata graft material; however, this malfunction was likely exacerbated by user error, given the dilated state of the main body stent cage two months post implant. Off label or cautionary product use conditions could not be identified. There was evidence to reasonably support the observations of stent cage dilation of the main body by 35% and suprarenal cuff by 20%. The dilation of the cuffs most likely was related to the lateral movement of the components, causing a severe, anterior angulation of the system. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. The devices remain implanted in the patient and were not returned, therefore no physical evaluation was completed.

Event description:
Patient initially implanted with a bifurcated stent and two suprarenal aortic extensions. A follow up showed the patient had a potential type 3a endoleak due to a decrease in overlap between the main body and proximal extension and/or a potential type 3b endoleak of the main body. The physician successfully relined with a bifurcated and suprarenal cuff.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and two suprarenal aortic extensions. A follow up showed the patient had a potential type 3a endoleak due to a decrease in overlap between the main body and proximal extension and/or a potential type 3b endoleak of the main body. The physician is planning a secondary intervention to resolve the endoleak. To date a secondary intervention has not been reported to endologix. The patient status was not initially reported and is currently unknown.